Event description:
It was reported that during a laparoscopic cholecystectomy, the "co2 inflation button" was loose and was hit by the surgeon's finger, which caused insufflation to be lost. The procedure was stopped momentarily for the insufflation switch to be put back in the correct position before the procedure could continue. There were not pt injuries.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition with no accompanying packaging. Upon eval, the stopcock lever appeared slightly loose. The device was pressure tested and showed signs of leaking when an obturator was inserted into the device. No packaging was returned with the device, so the device history record could not be reviewed.